Event description:
Report received from the USA stating that the "tip was bent on the crani-a." It was unk to the reporter if the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).